Event description:
Additional information was received from the patient representative. They reported that two months after they received the implant their physician retired and they didn't receive any support from the field staff. Caller said that as a result adjustments weren't being made however caller said that they did make an adjustment about 1.5 months ago. Caller said that symptoms will be okay for two days and then the patient will have diarrhea. Caller said that they have consulted with a new urologist and were told that implant won't help with bowel issues. Reviewed therapy information and general programming guidance. Patient to monitor and track symptoms and adjustments. Patient's daughter said they will now be helping with the adjustments. Caller also mentioned that patient received a letter in the mail (wasn't available during the call) which asked for possible reasons stimulation was turned off and the caller responded that they don't know why however said that patient never received any training when received the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient has had a lot of issues and is having trouble finding someone to support the device. Caller states the patient went to the healthcare provider about a week ago and it was determined the device had not been turned on for some time. Hcp turned stim on. The caller was asked if the patient was currently getting a 50% reduction in symptoms and caller states they believe the patient is.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.